Manufacturer narrative:
The return of the product was requested. If the product is returned, product investigation will be performed, and this complaint would be updated upon analysis completion. Supplemental correction report submitted to amend this complaint into a serious injury as information provided that the lead was explanted. The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a medwatch report will be filed.

Event description:
It was reported that this right atrial (ra) lead was implanted for more than four years and was explanted due to an unknown product performance anomaly. Additional information was received indicating that the lead had a fracture. The lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The return of the product was requested. If the product is returned, product investigation will be performed, and this complaint would be updated upon analysis completion. Supplemental correction report submitted to amend this complaint into a serious injury as information provided that the lead was explanted. The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a medwatch report will be filed. Upon receipt at our post market quality assurance laboratory, the lead was returned, severed from the terminal end. Only the proximal segment was returned. The fracture allegation was confirmed based on finding both conductors fractured from the terminal end. Fracture characteristics are consistent with clavicle or first rib damage. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.

Event description:
It was reported that this right atrial (ra) lead was implanted for more than four years and was explanted due to an unknown product performance anomaly. Additional information was received indicating that the lead had a fracture. The lead was returned for analysis. No additional adverse patient effects were reported. The lead was subsequently returned and was analyzed by the laboratory.

Manufacturer narrative:
The return of the product was requested. If the product is returned, product investigation will be performed, and this complaint would be updated upon analysis completion.

Event description:
It was reported that this right atrial (ra) lead was attempted due to an unknown product performance anomaly. The lead was never in service. No adverse patient effects were reported.